Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the up, down, and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings: the keypad cover was returned peeling at the ok button. The down arrow and ok keypad buttons were unresponsive during testing; all other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. The ok and down arrow button contacts were missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.